Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address disassociation of the liner from the cup, a broken stem, and a loose sleeve with lack of ingrowth. Poly wear of the liner was also reported.